Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. It was reported that the patient presented with lower back pain after having collapsed. CT imaging revealed a type ib endoleak from the left limb. The patient underwent an emergency intervention and a 150x24mm endurant stent graft was implanted. This reportedly resolved the event. It was noted that the patient was making a slow recovery and was discharged. The physician investigator assessed this event to be related to the study device. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received from clinical for this patient via two separate crf forms. Along with the distal type ib endoleak there was aneurysm expansions to 9 cm in diameter, aneurysm ruptured, and associated kidney displacement. The investigator assessed these events to be related to the study device.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.